Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing and a manual drop test for intermittency was performed and the tests failed. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.